Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device has low power. It is known that the device was being used in surgery, and no patient injury was reported. However, it is unknown if there was any medical intervention or surgical delay related to the event. No additional information is available.